Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2015 for a diabetic ketoacidosis. His blood glucose level was 406 mg/dl. He was wearing his insulin pump at the time of hospitalization. His insulin pump was not working. In the alarm history a battery out limit, a bad battery, and excessive no delivery alarms were found. The insulin pump's battery was only lasting a couple of days the product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.